Event description:
It was reported that while the patient underwent a different procedure, this right atrial (ra) lead dislodged, with the dislodgment confirmed by x-ray imaging. This lead was subsequently extracted and when a new lead was attempted to be implanted, the patient was found to be occluded so the procedure was scheduled to be carried at a later date. No date has been established for the follow up procedure. No additional adverse patient effects were reported. The device has been returned and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while the patient underwent a different procedure, this right atrial (ra) lead dislodged, with the dislodgment confirmed by x-ray imaging. This lead was subsequently extracted and when a new lead was attempted to be implanted, the patient was found to be occluded so the procedure was scheduled to be carried at a later date. No date has been established for the follow up procedure. No additional adverse patient effects were reported.